Event description:
Filter stopped and taken down due to air being in arterial access x2 attempts. Blood unable to be returned. Manufacturer response for baxter prismax crrt machine, prismax (per site reporter). The manufacturer believes that it is user error.